Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and imaging core were twisted, and the female telescope was detached and crushed. The imaging window was also kinked. Microscopic inspection also revealed the guidewire exit port was damaged, but the distal section of the tip was in good condition. A functional test was performed with a test guidewire, and no resistance was noted when tracking the guidewire into the catheter. The impedance test showed an electrical open at the proximal end of the catheter, between 140-150 cm from the distal housing. The media returned by the customer was inspected and did not show evidence of the reported issue; however, it displayed no image on the ilab screen.

Event description:
Reportable based on device analysis completed on 21 feb 2025. It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but it could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. However, device analysis revealed that the imaging window and imaging core were twisted.